Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of mold in water chamber and patient reported experiencing throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of mold in water chamber and patient reported experiencing throat irritation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient, reports that patient is experiencing swallowing issues, dry nose, dry sinuses, headaches, dry mouth, asthma, emphysema and mold allergy.

Manufacturer narrative:
Correction: box b: from product problem to both/other box h: from product problem to serious injury.